Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, there was an issue with initial power up. The device's power management board needed replaced to address the issue. However, no repairs were completed, and the device was scrapped.